Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no further information made available. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: ink like foreign matter was found.